Manufacturer narrative:
D9. Date returned to mfg: 13-dec-2024. H6. Investigation codes: updated. Investigation summary: received two (2) used list# 67pfss55 pediatric tracheostomy tube. As received no damage or anomalies were observed. A syringe was attached to the pilot balloon of each tube and slowly inflated with 5ml of sterile water per packaging directions. The cuff of the set was observed inflate in each set. The complaint of cuff not inflating properly cannot be replicated or confirmed. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Event description:
It was stated that the cuff was not inflating properly, unevenly. The product fault occurred while in use with a patient. There was medical intervention when the patient experienced discomfort. The trach was removed and exchanged for a different brand. Outcome of the event was resolved with alternative trach.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.